Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500 a per FDA request. Post market vigilance (pmv) led an evaluation of one device. The visual inspection and functional evaluation of the device had acceptable results. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter: occurred during a laparoscopic sigmoid resection. While being applied to the stigma, the device had poor staple formation. The staple line was incomplete distally, and the staples were completely unformed. The unformed staples fell into the situs. The loading unit was removed by using the pull-back button on the device. A new loading unit was used to complete the procedure. The incision was not extended. No tissue damage or loss. Patient status is no problem.